Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the main printed circuit board (pcb) was out of specification. It was also noted that the upper and lower cases were broken, the battery release was contaminated, the ring cover and one side bail cover was broken. Further analysis was performed on the main pcb. This analysis found that the out of specification low ventricular output at low amplitude settings was caused by the main pcb being out of calibration.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the pacemaker failed preventative maintenance at output/ 2.0 milliamps. Ventricular results were 1.72 milliamp. The device was returned for repair. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.